Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. It was indicated that the patient was taking medication containing more than 1 gram (1,000 mg) acetaminophen over the course of 6 hours, which is off-label usage of the g6 device and which may affect the g6 readings. On (B)(6) 2023, the patient experienced inaccurate cgm values five days after the sensor was inserted in the arm. The patient had preventive surgery on (B)(6) 2023 and was hospitalized for five days. The patient reported that she trusted the cgm values therefore did not take a comparative bg, although she had symptoms, she believed it was due to the medications she was being given at the hospital, she was experiencing vomits, headache and frequent urination. The patient reported that she was not in her right mind due to her health and medications. On (B)(6) 2023, they took a bg reading of 23 mmol/l and the cgm reading was 9.0 mmol/l. She was taken to the intensive care unit and stayed there for 24 hours. There she was treated with insulin, glucose, and potassium. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.